Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 24 synergy ii drug-eluting stent was inserted over a non-bsc guide wire into the guide catheter. There was a secondary non-bsc guide wire already placed in the guide catheter and during advancing of the device, there was some resistance and the stent was deformed. The procedure was completed with another stent. No patient complications were reported.